Manufacturer narrative:
The returned ipg was analyzed and the complaint of a telemetry anomaly was confirmed. The device was charged 6 cycles in an attempt to bring it out of hibernation, but was unsuccessful. When the device was cut open, it was externally powered and sleep current was measured out of the expected range, and indicates the device current drain was too severe to power the ipg electronics. It was determined that the master asic u2 had an internal short(s) resulting in excessive current drain of the battery. The damage done to the master asic-u2 resulted in the inability to charge the ipg and/or get it out of reset mode, regain telemetry functions and turn on stimulation. The use of electrocautery during the revision is the root cause of the reported complaint. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Event description:
A report was received that a few hours after a lead implant procedure the patient&#38112;ipg would no longer communicate with the remote control. During the procedure the physician used a competitor&#38112;tissue dissecting system. The physician suspected device malfunction. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
The returned ipg was analyzed and the complaint of a telemetry anomaly was confirmed. The device was charged 6 cycles in an attempt to bring it out of hibernation, but was unsuccessful. When the device was cut open, it was externally powered and sleep current was measured out of the expected range, and indicates the device current drain was too severe to power the ipg electronics. It was determined that the master asic u2 had an internal short(s) resulting in excessive current drain of the battery. The damage done to the master asic-u2 resulted in the inability to charge the ipg and/or get it out of reset mode, regain telemetry functions and turn on stimulation. The use of electrocautery during the revision is the root cause of the reported complaint. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that a few hours after a lead implant procedure the patient's ipg would no longer communicate with the remote control. During the procedure the physician used a competitor's tissue dissecting system. The physician suspected device malfunction. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that a few hours after a lead implant procedure, the patient's ipg would no longer communicate with the remote control. During the procedure, the physician used a competitor's tissue dissecting system. The physician suspected device malfunction. The patient underwent an ipg replacement and was reportedly doing well following the procedure.